Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a flickering image (subject cannot be recognized) with movement of the cable due to a defective cable unit. In addition, the evaluation found the water resistant cap was missing and appearance defects of the control unit noted due to physical/chemical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-sc2-1d, camera head to olympus for repair due to a report of "noisy image (subject can be recognized)." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that the image flickered (subject cannot be recognized). This report is submitted due to the flickering image (subject cannot be recognized).

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e1, e2 and e3.

Event description:
The user facility reported problem of "noisy image (subject can be recognized)" was identified during a device inspection. As reported to olympus, there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the failure of the cable unit could not be identified. It is assumed to be an accidental failure or a defect due to user handling. The instruction manual for ch-sc2-1d has the following description, which may prevent the indicated phenomenon. "[Important information ¿ please read before use] follow the precautions given below. The endoscopic image may disappear unexpectedly during the examination. - never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. --never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. --never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.